Event description:
The customer reported that the jaws would not close and the knife would not advance. There was no patient injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incidence device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.